Manufacturer narrative:
.

Event description:
Complainant reported an under delivery, rotor will not turn and rotor noise. It was reported that the patient normally receives an 8 hour feed of 400 ml programmed at night, but only half was delivered by the morning.